Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery randomly. The customer reported these alarms were only occurring during the bolus delivery. The blood glucose reading was 350 mg/dl. The customer was assisted in performing a fixed prime and reported that insulin did exit. The infusion set was removed and the cannula was not bent. The insulin was not cloudy or expired. The customer also reported that sometimes he received motor error alarms after the no delivery alarms. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.